Manufacturer narrative:
We checked the work cycle of the explanted poly liner and of the acetabular cup (which remained implanted) without finding any dimensional anomaly. Also, we did not receive other signalings related to these lot # of devices. We also received the x-rays dated (B)(6) 2014. By a lateral view of them, we could notice the mobilization and partial dislocation of the delta poly liner, occurred only 1 week post-operatively. Other x-rays, including those related to the immediate post-op of the primary surgery, are not available; so a further x-rays analysis is not possible. According to the information provided and reported, this incident should be due to a surgical error during primary surgery, probably due to the surgeon's inexperience. A medical opinion on the x-rays confirmed that such early dislocation is probably due to an incorrect implantation technique. We have been informed that we will receive the explanted liner, so we will submit a follow-up report after performing further analysis on the device just to confirm that there's nothing wrong with the device itself.

Event description:
Original surgery performed on (B)(6) 2014, with implantation of a delta hip prosthesis. X-rays performed on (B)(6) 2014 showed the dislocation of the delta poly liner. This led to the revision surgery dated (B)(6) 2014, where the delta poly liner and the ceramic femoral head have been replaced. The event occurred in (B)(6). We received information that it was the 1st time for the surgeon with the delta hip system, and that the surgeon estimated that the incident "probably occurred due to his improper surgical technique" during primary surgery.